Event description:
New info received stated that rv lead fractured.

Event description:
It was reported that during a follow-up in clinic, right ventricular (rv) lead exhibited high pacing impedance and high threshold. The lead was explanted and replaced. The patient is in stable condition.